Manufacturer narrative:
Concomitant medical products: 36mm cocr mod hd +3mm cat: 11-363663 lot: 013170, arcos con sz a hi 50mm cat: 11-301310 lot: 269880, platt lt triflange sz 25 cat: pm0000936 lot: 644080, ti lock-scr cancls6.5x50mm cat: cp161947 lot: 387380, ti lock-scr cancls6.5x40mm cat: cp161945 lot: 035430, ti lock-scr cancls6.5x35mm cat: cp161944 lot: 962000, arcos 16x150mm spl tpr dist cat: 11-300816 lot: 256740, ti lock-scr cancls6.5x40mm cat: cp161945 lot: 683530, ti lock-scr cancls6.5x40mm cat: cp161945 lot: 962020, ti lock-scr cancls6.5x25mm cat: cp161942 lot: 154490, ti lock-scr cancls6.5x30mm cat: cp161943 lot: 035390. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2018 - 00352, 0001825034 - 2018 - 00353, 0001825034 - 2018 - 00354. Concomitant medical products: xl-105915 arcomxl 36mm rlc lnr hw sz25 lot 845650, 11-363663 36mm cocr mod hd +3mm lot 013170, 11-301310 arcos con sz a hi 50mm lot 269880. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient underwent hip revision and irrigation and debridement due to infection. During the procedure, the head, liner, and cone body were revised. No further information is available at this time.